Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that settings were lost in insulin pump when programming a bolus delivery. Customer also reported that insulin pump did not vibrate during the self-test even thought test was completed without an error message. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to vibrate due to broken vibrator black wire. However, the insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.